Event description:
Hcp reported the patient was experiencing increase in tone for several months. The hcp interrogated the pump and found the low battery alarm was occurring. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.